Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 06/13/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported event could not be confirmed in the returned lens sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens was explanted from a female patient's right eye due to patient experiencing symptoms of glare when driving at night and visual disturbance. The lens was replaced with a zcb00 lens. There was no incision enlargement and the patient has recovered. No further information was provided.